Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The patient's heart rate was lower than lower programmed value on the implantable pulse generator (ipg). The right atrial (ra) lead showed a lead position check failure. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.